Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 12/05/2018, that on (B)(6) 2018, an adverse event occurred. The patient stated they experienced a hypoglycemic event in which their blood glucose value was below 50 mg/dl. The patient was treated with glucose injections. It is unclear if the dexcom system caused or contributed to the event. At the time of contact, the patient was doing fine. No additional patient or event information is available.